Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information received.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak had foreign matter it was reported by the customer that several cellulose particles identified over the years in our filled syringes. Verbatim: rcc received a complaint via email. Email(s) attached. Could I please get a spec/data sheet or equivalent that states the materials of construction of the convenience pak (i.e., the lid and tray)? Pnoart number 309702 (3 ml convenience tray) is an example of what I am asking for. We have had several cellulose particles identified over the years in our filled syringes. We understand bd has aql levels for foreign matter, as documented in the customer specification, so there is some expected level of particles in the syringes. I just do not have any documentation of the material beyond the customer specification.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.